Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail. Sensor low signal was observed. The returned sensor was de-cases and perform visual inspection on the pcba (printed circuit board assembly), no issues were observed. The returned battery voltage was measured to be within specification range. Sensor didn't scan after de-casing. An extended investigation has been performed on the returned sensor and no issues were observed. Attempted to extract data from returned sensor but the sensor did not read. The returned sensor was de-cased and performed a visual inspection on the returned sensors pcba (printed circuit board assembly) damage was observed on the antenna due to de-casing. Unable to re-soldered/repaired due to the solder pads coming away from the pcba. The returned battery was measured, and all range were within specification. Therefore, this issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the sensor tail indicating that the sensor was properly inserted. The returned sensor was de-cases and perform visual inspection on the pcba (printed circuit board assembly), no issues were observed. The returned battery voltage was measured to be within specification range. However, the returned sensor didn't scan after de-casing. An extended investigation has been performed on the returned sensor and no issues were observed. Attempted to extract data from returned sensor but the sensor did not read. Performed a visual inspection on the returned sensors pcba, observed that the antenna had been damage due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. Therefore, this issue is unable to test. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been done.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.